Event description:
Additional information received reported the pipeline was retrieved and redeployed twice but did not open. There was no damage observed to the pipeline pushwire or the catheter. The pipeline was not positioned in a bend when it failed to open; it was placed in the straight part of the blood vessel. Aside from resheathing, no other steps or devices were used to open the pipeline. The pipeline and phenom catheter were both replaced to complete the procedure successfully. There was no patient harm or injury associated with this event.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information indicated that this report is a duplicate of manufacturer report # 2029214-2024-02394. Any future updates will be reported in 2029214-2024-02394. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227752626); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular procedure to treat an unruptured saccular aneurysm located in the ophthalmic artery segment, a pipeline embolization device (pipeline flex 5.00mm x 25mm) was delivered using a phenom27 microcatheter. After deployment to the designated position, the tip end of the stent failed to open normally despite attempts to retrieve and redeploy it twice. The surgeon decided to withdraw the stent and replace it with another pipeline embolization device. During the withdrawal process, the stent became stuck in the middle of the microcatheter and could not be moved. The stent and microcatheter were subsequently withdrawn together. The aneurysm had a maximum diameter of 3.2mm and a neck diameter of 3.4mm, with minimal vessel tortuosity. The access vessel was the femoral artery. Dual antiplatelet therapy was administered, and postoperative angiography was reported as satisfactory. The devices were returned for evaluation.